Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 60 of the bd plastipak¿ syringes had packaging that was damaged. The following information was provided by the initial reporter, translated from french to english: package damaged.

Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, it is noted the packaging is damaged. A device history review was performed for lot 2209021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the sample evaluation and our quality team's investigation, we cannot identify a root cause related to the manufacturing process at this time, it appears the paper portion of the packaging tore during separation. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. Please note, use of the statement, ¿do not use if product or packaging is damaged¿ was implemented in (B)(6) 2022, the reported lot was manufactured prior to the implementation of this. Additionally, the statement can be found on the shelf carton, not on the unit package, therefore there is no defect related to this issue with the reported product.

Event description:
It was reported by the customer that 60 of the bd plastipak¿ syringes had packaging that was damaged. The following information was provided by the initial reporter, translated from french to english: package damaged.